Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 407 mg/dl at the time of incident. Customer treated with insulin pump. The customer also report the no delivery alarm. Customer was reporting a past event. Customer tried a new set with old reservoir insulin exits with greater than normal resistance. Troubleshooting was performed. The product will be returned for analysis.